Event description:
It was reported that after attempting to place a stent in the lad it would not cross to the lesion site. Therefore, the stent was removed and a more supportive guiding catheter was used and the same stent was used again. However, during this attempt to place the stent, the stent came off the delivery system and was lost in the coronary anatomy. Ultimately, a dilatation catheter was placed through the stent and the stent was deployed where it had been lost. Reportedly, the pt was in stable condition.